Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The pump was tested 3x air sensor with 0.4ml air bubble alarmed air in line 3x delivery accuracy check of 125ml/hr and 25ml tested in spec at 11 minutes 18 seconds or 107% of expected accuracy. Spec range is 11 minutes 9.8 seconds to 12 minutes 18 seconds (or -2.5 to +7.5%). Note: incoming pump air rate set to 1.5ml/hr; air bubble set to 0.3ml . Based on the results of the investigation, the pump operated as intended. The reported defect was not confirmed. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports giving an infusion to patient and noted the bag and tubing were completely empty; however, the pump read 37.5 mls left to be infused and there had not been an alarm from the pump. Customer believes there should have been an air in line alarm as air was below pump, there was no air in line alarm. Infusion was an immunity cocktail which is normal saline and some vitamins. No injury to patient.